Manufacturer narrative:
The product was returned to zoll medical canada for evaluation. The customer's report could not be replicated. During use the device displayed multiple ECG and respiration lead faults. Although two 12-lead analyses were completed successfully, repeated lead faults alerts occurred, and pacing was later initiated; however, pacer values and ECG traces were intermittently displayed. Review of the data indicates the issue was caused by a compromised connection between the patient and the device, consistent with coupling. The unit passed all functional testing, including pacer testing using the returned limb leads and pads. The customer was advised to replace their ECG cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.